Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73k1800062 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaws would not open all the way.

Event description:
It was reported that the jaws would not open all the way.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. The investigation was performed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was able to load into the jaws. However, after full load of the clip, the clip opened slightly more which indicates that the clip was not initially loaded to full aperture. The clip was successfully applied to over-stressed surgical tubing. The remaining clips were fired with the same results as the first clip. The sample was received with 9 clips remaining in the channel indicating that 6 clips were fired by the end user. The device was disassembled to inspect the internal components. Upon disassembly, it was found that the feeder tab on the proximal end of the feeder and the bridge were both bent. There was indication that the feeder spring bound up internally in the yoke which resulted in the feeder tab being bent and shortened the overall stroke of the feeder. A shorter stroke from the feeder would prevent the jaws from reaching full aperture when loading the clips. It was determined that the feeder spring getting bound up in the yoke was the root cause of this issue. This is a design related issue. A nonconformance has already been performed as a result of this issue. Corrective actions have been put in place to help prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place. A nonconformance was already performed as a result of this issue. Corrective actions have been put in place to help prevent the issue from recurring. The received sample was manufactured prior to the corrective actions being put in place. The reported complaint of "jaws not opening" was confirmed based upon the sample received. One device was received. Functional inspection revealed that after full load of the clips, the clips opened slightly more which indicates that the clips were not initially loaded to full aperture upon disassembly, it was found that the feeder tab on the proximal end of the feeder and the bridge were both bent. There was indication that the feeder spring bound up internally in the yoke which resulted in the feeder tab being bent and shortened the overall stroke of the feeder. A shorter stroke from the feeder would prevent the jaws from reaching full aperture when loading the clips. It was determined that the feeder spring getting bound up in the yoke was the root cause of this issue. This is a design related issue. A nonconformance has already been performed as a result of this issue. Corrective actions have been put in place to help prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place.